Event description:
An international customer ((B)(6)) reported that on (B)(6) 2012, a patient came in for a one month follow up visit. X-rays taken at the time detected two trestle luxe self-tapping screws that appear to have backed out of position. Additional correspondence indicated there has been no evidence of further migration therefore the surgeon is not planning to remove either device. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the suspect device is not possible. The identifying lot number has not been provided. Both trestle luxe screws remain anchored in the patients cervical spine. Additional information provided via conference call revealed the self-tapping screws were not able to be fully seated; therefore the case was completed without further issue using a self-drilling screw on the remaining anchoring locations. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw.